Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered when the scoop was shaken, the image would have noise on it and blackout. The noise and blackout was due to a poor contact which had corrosion and battery consumption. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a request for a comprehensive inspection including battery and other things on the visera video system center. During the inspection of the returned device, when the scoop was shaken, the image would have noise on it and blackout. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the investigation confirmed the noise and blackout on the image display due to corrosion of the video connector socket contacts. The specific root cause of the corrosion of the video connector socket contacts could not be determined at this time. Olympus will continue to monitor field performance for this device.